Event description:
The customer reported having a blank display.

Manufacturer narrative:
(B)(4). The customer reported having a blank display. The unit was evaluated at philips. The symptom was verified. The lcd ribbon cable was reseated to resolve the issue.